Event description:
During the device evaluation, white residue was observed in the colonovideoscope's air/water tube, and air/water cylinder. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. The event can be detected/prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.